Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that a high blower temperature failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a high blower temperature occurred. The remote service engineer (rse) advised the customer to replace the blower assembly to resolve the reported issue. The rse provided the customer with the part number of the blower assembly to order and replace. Device evaluation and repair are pending.